Event description:
Procedure: laparoscopic colon resection. Reportedly, while using the device, the securing balloon broke. Another device was used and this balloon also broke. Pieces of the balloons were retrieved from the surgical cavity. No pt injury reported.